Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 458 mg/dl and 300 mg/dl, 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Customer stated auto mode feature was not active at the time of incident. Customer stated air bubbles at the reservoir and infusion set. The insulin pump will be and reservoir will not returned for analysis.